Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking from the quick disconnections (very slow drip). The device was not changed out, as the staff is still using the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) called for part numbers so he can make repairs himself.